Manufacturer narrative:
E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field. Device analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. During leakage test, an attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the hemostatic valves. This failure occurred due to the prolonged insertion of the dilator, resulting in the deformation of the hemostatic valves. Microscopic inspection of the hemostatic valve did not find any tears that would have compromised the valves' ability to seal pressure and fluid within the sheath. Additionally, the hemostatic valves were observed to be deformed as the valves were unable to revert to its closed state, most likely during transit to boston scientific. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the faradrive sheath risk documentation was completed and confirmed that the event of 'visible/air bubbles' was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientifics investigation was unable to establish a clear conclusion about the cause of the reported event; therefore 'cause not established' conclusion code was selected for the allegation of 'visible air/bubbles' as analysis of the returned device could not be properly leak tested due to the deformation of the hemostatic valves revealed during product analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During preparation, the catheter was inserted into the valve and that air was repeatedly visible. The valve was then replaced. No further information. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During preparation, the catheter was inserted into the valve and that air was repeatedly visible. The valve was then replaced. No further information. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.